Event description:
Event reported by surgeon as, "patient presented at following appointment for adjustment with weight gain, and not feeling satisfied post adjustment. Doctor suspected leak as patient's weight increased over 6 months, and fluid in band was less than documented. Access port revised removed and replaced." Follow-up findings: port tested with saline in theatre and drops of saline were clearly seen leaking from base of access port by operating room staff and allergan sales representative.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."